Event description:
Pt developed back pain that went into the neck, chest and left arm, while walking. Associated with sob, n & v and diarrhea. Admitted via ER. History of valve placement 1993. Cardiac catheterization found: severe aortic insufficiency which appeared to be paravalvular in origin. On limited fluoroscopic exam of the valve, initially it was felt to function normally. Some views however, suggest that one of the leaflets in fact may not be opening and closing completely. Further study showed that one leaflet clearly had restricted motion and somewhat fixed between the opening and closing position. The other leaflet has some restriction in function, but is nearly normal. This study clearly shows aortic valve prosthesis dysfunction. Tpa used, pt died from cva.